Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient experienced a seizure, and her husband transported her to the hospital. In the emergency department, a bg measurement was obtained and found to be 636 mg/dl, while the cgm displayed a reading of 300 mg/dl. The patient was treated for the seizure with keppra 750 mg and subsequently admitted to the hospital for three days. No treatment for hyperglycemia was documented in the report. The patient was discharged on (B)(6) 2026. At the time of reporting, she was described as doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid was taken in the ER. No additional patient or event information is available.